Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that device and associated right ventricular (rv) lead displayed high thresholds and intermittent capture. The device was reported to have been in suspension at 5 volts for some time. These clinical observations were noted when the system was programmed to unipolar configuration. The configuration was changed to bipolar with good results. It was also reported that noise and low pace impedances were noted on the right atrial (ra) lead. The patient will continue to be monitored. There were no adverse patient effects reported.